Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1055 ¿ biolox ceramic head ¿ 2964312. 650-1067 ¿ biolox ceramic sleeve ¿ 3031111. 110031013 ¿ dual mobility bearing - 64689634. Unknown cup ¿ unknown part and lot. Unknown stem ¿ unknown part and lot. Customer has indicated that the product in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision after an unknown amount of time post implantation. Approximately 1 week later, the patient presented to the ER with a dislocated hip. During relocation it was noticed that the outer bearing had dissociated from the inner head and the patient underwent a revision procedure the next day. The head, liner, bearing and sleeve were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event is unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.